Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The reported patient effect of pain is listed in the perclose proglide instructions for use, (IFU) as a known adverse event associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified and scarred left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, resistance was felt during proglide device insertion. After insertion, there was no pulsatile flow from the proglide marker lumen. Guide wire access was maintained and the proglide was reflushed with saline. When it was re-inserted there was no pulsatile flow from the proglide marker lumen and the patient was feeling pain. An 8f sheath was inserted and a surgical cut down was performed to close the artery and achieve hemostasis. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.